Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. The failure investigation technician found a shorted l2 on the power management pcba which prevented the ventilator from powering on.

Event description:
The customer reported a burnt odor after replacing the power management board. There was no patient involvement.